Event description:
High level disinfectant metricide opa plus was used as a backup disinfectant for the medivators dsd edge dual basin aer (automated endoscope preprocessor) which is only designed to use rapicide pa high level disinfectant part a/part b. Opa plus is an FDA approved high level disinfectant (B)(4). This chemical can be reused for up to 14 days. We did not reuse this chemical. The aer process at the facility runs 25 minutes at 35 degrees celsius. (B)(4). Rapicide pa: is a single use, peracetic acid based solution, FDA approved high level disinfectant that requires no neutralization and is designed for use in medivators dsd edge aer. (B)(4). Corrective action has been taken to only use rapicide pa in the aer, per MFR's instructions. To date, there have been no reports of pt injury or illness as a result of our prior protocol. Infection rate related to gi cases prior to metricide opa plus usage: 0.05%. Present infection rate related to gi cases: 0%. We will continue to monitor our data for any changes. Dates or use: (B)(6) 2013-(B)(6) 2014 (estimate) (B)(6) 2014-present. Event abated after use stopped or dose reduced: yes.